Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a hole was found in the center of the lens. The fact that the lens was damaged was seen only in the patient's eye. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Photos were provided. The photos showed a clear single-piece lens with viscoelastic on it. The lens appeared to be cut across the center. There appeared to be a casting bubble/hole in the center of the lens. Product history records were reviewed and documentation indicated the product met release criteria. The product could not be returned due to sanctions in russia. Based on review of the provided photos, the lens appeared to have a casting bubble in the center. A casting bubble would be related to the manufacturing process. The imperfection would not meet release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated as soon as the doctor saw in the patient's eye that the lens was damaged, it was reimplanted. After reimplantation, the patient was implanted with a similar iol of the same diopter on the same day. Everything was carried out in one operation. No medical intervention was required as a result of this event. The patient has been discharged home in a satisfactory condition.